Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that when using a colonovideoscope, the channel was clogged. There was no patient harm associated with the event. The device was returned and evaluated, and upon estimation, there was foreign material in the channel. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (clogged channel) was confirmed. Due to clogging of the channel tube, the suction volume did not meet the standard value and the tube cleaning brush could not be inserted. In addition to the foreign material in the channel, additional evaluation findings were as follows: the suction cylinder had discoloration, the switch box had a scratch, the scope connector cover unit had a dent, the bending angle in the up direction did not meet the standard value, the light guide bundle had breakage, the plastic distal end cover was deformed, the objective lens and light guide lens had scratches, the adhesive on the bending section cover had a crack, the connecting tube had a wrinkle, the protector of the universal cord on the suction connector side had corrosion, the video cable had a wrinkle and the video connector case had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.